Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a vitrectomy procedure a 25g laser probe would not fit into 23g trocar cannula. The laser probe was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was manufactured on may 18, 2017. There were 552 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed that unrelated to the reported event, the laser radio frequency identification (rfid) tag was detached. The laser probe was inserted into a 25-gauge trocar cannula, but resistance can be felt near the junction of the cannula and the nitinol tip, replicating the reported event. The sample was inspected further under a microscope and excess adhesive was found at the cannula-nitinol junction. However, it should be noted that the sample¿s laser rfid tag was read and the sample was not associated with the customers reported lot number. The sample is unrelated to the customer¿s reported event. The root cause of the reported event can be attributed to ineffective removal of excess adhesive on the cannula-nitinol junction. The manufacturer internal reference number is: (B)(4).